Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
A gore hybrid vascular graft was used for the treatment of an occluded native av fistula. Reportedly, during the deployment of the nitinol reinforced section (nrs), approximately 3/4th's of the nrs length was deployed when the deployment line broke. A conquest high-pressure balloon was used to complete deployment of the nrs. A gore viabahn endoprosthesis was deployed inside the nrs to extend the treatment site.